Event description:
A customer contacted baxter's technical service center reporting air in the line causing a check patient alarm during the initial drain on the home choice. The technical service representative (tsr) instructed the home patient (hp) to troubleshoot. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through ending therapy early procedure. Product surveillance contacted the hp on (B)(6) 2011 regarding the check patient line alarm with air in the patient line. The hp stated she resumed therapy the following night on the cycler. The hp followed up with her peritoneal dialysis nurse regarding the alarm and the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm with air in the patient line was not confirmed due to lack of sample. The cause was not determined. The labeling review found that labeling adequately addresses potential use errors for this issue. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.